Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
A routine lead x-ray examination was completed which found externalized conductor wires between the superior vena cava and the right ventricular (rv) coil of the rv lead. All electrical parameters were stable. No intervention was performed at this time. The patient was stable.